Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer did not report or reset the pump for this malfunction in the last 24 hours, so technical support provided assistance with resetting the pump. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if any further issues arose. The caller understood and acknowledged this guidance.